Event description:
Cypher sirolimus-eluting coronary stent (cordis). Implanted in 2003. Two days later developed vision problems. Went to ophthalmologist and was diagnosed with a stroke (homonymous hemianopsia). Was readmitted to the hospital that day.